Manufacturer narrative:
Pump was received with failed battery test alarm after battery changed due to corroded battery tube. No moisture damage on keypad traces, under lcd screen, on electronic assembly or motor noted. Unit was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump fell into water and had water under the display. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.